Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 error 133.6080. Account name: (B)(6). Account #: (B)(6). Asset name: 8015ls pcu dom v9.33.1.2 a/b/g. Asset location: (B)(6). Patient or user involvement: no patient or user harm: no case description: (B)(6) need assistance on 8015 sn (B)(4) having an error 133.6080 failure device type: alaris system instrument failure problem type: 8015 failure mode: see case notes case resolution: I assisted (B)(6) on 8015 sn (B)(4) having an error 133.6080. Resolution is to try replacing backup speaker, if after replacing the backup speaker still have the same error 133.6080, then replaced logic board.